Event description:
Caller reported that a malfunction occurred on the pump after it was dropped. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues reoccur.